Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the investigation will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a pump was alarming for no disposable, pump will not run. Troubleshooting included the patient silencing the alarm and reviewing the pump settings. Instructed the patient to power the pump off, clamp the tubing and remove the cassette. The patient stated air bubbles were present in the tubing of the cassette. The patient massaged the tubing and gently tapped the cassette on a hard surface. After reattachment, the patient stated the cassette appeared to be completely empty with the medication bag deflated, so he did not want to restart the pump. The patient indicated he will go to the clinic as scheduled. No patient injury was reported.

Manufacturer narrative:
Other text: a3: sex: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: d4: correction: model number: 6500.